Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B) (6)2010 that a customer had an issue with a hemodialysis catheter. The customer reports a pt had a replacement catheter placed and when dialysis was re-started, a hole was discovered in the silicone tubing. Catheter needed to be removed and replaced.